Event description:
The complainant reported that a patient that was implanted with an impella 5.5 experienced bleeding and a hematoma that required intervention during impella support. It was reported that during a procedure and on impella 5.5 support, the patient developed a hematoma at the axillary access site. A surgeon placed a jackson-pratt drain and a pressure dressing was applied. Additionally, it was reported that the patient experienced bleeding at the impella access site. Subsequent to the bleed, the patient received 5 units of blood products. It was noted that the patient¿s blood pressure and heart rate were stable, and the patient was successfully weaned and explanted. It was noted that the impella 5.5 was explanted due to the bleed. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H 6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries could not determined due to insufficient clinical details.